Manufacturer narrative:
Correction: only one lead had migrated; however, at the time of surgery, it was easiest to replace both leads due to patient anatomy. Otherwise, there is no allegation against the second lead. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, confirming that only one lead had migrated; however, at the time of surgery, it was easiest to replace both leads due to patient anatomy. Otherwise, there is no allegation against the second lead. Therapy was restored post op.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during surgery to replace one migrated lead on (B)(6) 2024, this second lead was also replaced.